Event description:
Additional information received from the consumer reported one of the leads came out. According to the consumer they talked about putting in a more heavy duty non-rechargeable stimulator that could help with the pain in their hips instead of just the back, but the consumer¿s ¿blood sugar shot-up¿ so they couldn¿t do the surgery. The doctor put the consumer on ¿glucanas¿ and a group of medications which lowered their ¿blood sugar¿ down to 7.1. The consumer then moved to a different state and got their blood sugar level down, so they were doctor recommended doing the surgery.

Event description:
Additional information received from the patient reported that one of their leads had moved and was ¿curled up inside¿. This occurred ¿probably 4-5 months ago¿. The patient previously reported that the stimulation was helping the side of their back but did not help/never helped their hips and, today, it did not help their legs.

Event description:
Additional information was received from the rep reporting that they had a meeting with the patient and doctor to discuss what replacement options were available such as a prime cell devices and surgical leads. The patients device was in overdischarge as they had not charged or used for over a year. It is noted that the leads and ins will be scheduled for replacement.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient did not feel stimulation from their implantable neurostimulator (ins) on the left side. The right side was noted as ¿perfect.¿ an x-ray was performed at the healthcare professional¿s (hcp) office and showed that the left lead (one of 2 leads implanted) had ¿pulled back.¿ it was what unknown what caused the lead to pull back. An impedance check showed all electrodes except 1 were out of range (oor) with values over 10,000 ohms. As an action to resolve the issue, it was tried ¿crossing talking the leads¿ but there was still no coverage to the patient¿s left side. It was unknown what the implanting physician was going to do with the lead that pulled back. In addition, it was reported that the patient had new pain down their legs so they were going to be referred back to their trial pain doctor for an ¿epidural trial¿ (no date had been set for the trial). If that was successful in capturing the back and leg pain the patient would then be referred back to the implanting physician for a surgical plan. No surgical interventions had occurred at the time of report. The patient status at the time of report was noted as ¿alive ¿ no injury¿. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-45 b)(4) implanted: (B)(6)2015 product type lead product ID 3777-45 serial# (B)(4) implanted: (B)(6)2015 product type lead product ID 97740 serial# (B)(4) product type programmer, patient product ID 97754 (B)(4) product type recharger evaluation code for leads (B)(4) and (B)(4) is (B)(6). Evaluation code for implantable neurostimulator (B)(4) is (B)(6) due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient had their pain stimulator removed because their symptoms had gotten worse. They stated that one of the leads had come out so they removed the therapy, but the patient thought they were just going to fix it, but it was just removed. It was reported that without their therapy implant they were having a lot of pain in their hips and legs and that they had back surgery to help but stated that it didn¿t. The patient wanted to get another implant since it was the only thing that helped them. The patient was looking for a list of doctors in the area thatworked with spinal cord stimulator devices. It was reported that the event occurred in 2016. No further complications were reported/anticipated.